Event description:
The iab was inserted into the pt on 1/6/97. On 1/7/97, after iabp for about 18 hrs, the iab leaked and the iab was removed. No second was inserted. Event complications: none from the event-reported 1/7/97. Pt's current status: unk-rpt'd 1/7/97.